Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The field service representative went on-site to evaluate the suspect device. The fsr confirmed the no display issue. After replacing the front panel assembly, the issue was resolved. The fsr performed service testing and reported the unit meets all manufacturer specifications. Results of investigation: the carefusion failure analysis laboratory received the suspected front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to failing light emitting diode (led) backlight of the touchscreen. The screen would go blank while the ventilator continues to operate. This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit has display issues. The customer reported there is no display on the unit. At this time, it is unknown whether or not there was any patient involvement associated with the event.